Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 1000 mg/dl. Customer treated their high blood glucose level via insulin shot. Customer went to the hospital on (B)(6) 2017 at 9:00 pm. Customer experienced dizziness, shaking, high blood glucose levels, diabetic ketoacidosis and they were placed in the intensive care unit. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer performed and passed the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. The insulin pump will not be returned for analysis.